Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 553 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump was not working. Customer stated that the insulin pump was not delivering insulin. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed unk.